Event description:
The doctor reported that he has "had a handful of cases" in which the locking screws were not seating well in the fusion plate with the total wrist fusion system and this has caused "micro-motion and a few device removals have been necessary." The doctor was not able to identify a specific pt other than "a handful of pts."

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported information.